Event description:
Patient reported infusion sets were not connecting. He discovered that he was using a tubing and headset that was not compatible. His blood glucose level increased into the 500's mg/dl. He indicated that was switching to insulin injections to address the elevated blood glucose. Patient did not report any symptoms related to the elevated blood glucose. No medical assistance was needed to address the situation. Product was not requested for evaluation as the cause was addressed in the labeling.

Manufacturer narrative:
H6: product not returned for evaluation.